Manufacturer narrative:
An abbott field service representative (fsr) was dispatched to the account and during inspection, found the stat pipettor failed the pressure monitor test. The fsr replaced the bd, pressure monitor (rohs) [part number 7-78585-03] and pressure monitor sensor, tested (rohs) [part number 7-204070-02] and these parts were considered the likely causes for the discrepant troponin result. The analyzer was returned to normal operation. Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, device history review, instrument log review, and labeling review. A 12 month search for similar issues for the replaced parts and for the analyzer did not identify any adverse trends for the customer issue. Additionally, the erratic results rate for architect i2000sr analyzers was reviewed and was found to be within acceptable limits. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. Log review did not identify any issues that contributed to the customer issue. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed falsely positive troponin results while using the architect i2000sr analyzer. The following data was provided for the same patient. Sid (B)(6) initial 50.9 pg/ml, repeat less than 1.0 pg/ml (0.6 pg/ml). Sid (B)(6) less than 1.0 pg/ml. Sid (B)(6) less than 1.0 pg/ml. The patient was not given any treatment or medication due to the false positive result. No adverse impact to patient management was reported.